Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment was returned; severed approximately 28 mm from the terminal pin. There was one setscrew mark on the terminal pin in the correct location. Resistance testing was performed on the electrode segment to assess the electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the small portion of the electrode that was returned.

Manufacturer narrative:
(B)(4). This report will be updated upon completion of analysis. Date of manufacture: february 10, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system passed away. The cause of death is currently unknown. There were also no allegations against the functionality of the device or that is caused or contributed to the patient's death. When the s-ICD was implanted, the screening was acceptable in both the dii and diii leads. Sensing was fine in the primary vector and defibrillation threshold (dft) test was successful with the time to therapy delivery being 15 seconds. The shock impedance measurement was 51 ohms. A memory download was performed at a later date and sent to boston scientific technical services (ts) for evaluation. A ts consultant discussed that the shock impedance measurements had gradually decreased to 0 ohms several weeks post-implant, indicating that the electrode was in very close proximity to the device and may have shorted to the device. In addition, there was an episode recorded five days prior to the day of the patient's death that showed very small amplitudes, most likely due to minimal distance between the electrode and the device. The s-ICD was explanted and was returned. A portion of the electrode was returned and is currently undergoing laboratory analysis.